Manufacturer narrative:
(B)(4). MFR awaiting return of instrument and cuvettes for product eval.

Event description:
Healthcare provider reports: several results that did not correlate well with lab analyzer. Signature pt inr results: 5.3, 5.2, 5.9 vs reference 2.97, 3.43.